Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 2500.0 mcg/ml baclofen at a dose of 15.4 mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that the pump was alarming. The pump was interrogated and the ¿pump in safe state¿ was shown on the screen. The pump was set to minimum rate. The patient was scheduled for replacement in (B)(6) 2016, but failed to schedule the surgery date. There were no environmental, external, or patient factors. The issue was not resolved at the time of the report and the patient status was alive with no injury. The patient went to the emergency room (ER) on (B)(6) 2016 after the prescribed oral baclofen wasn't therapeutic. On (B)(6) 2016, additional information was received. The pump was interrogated and the representative proceeded with the prompts shown on the screen; the pump was placed back into minimum rate with the alarms silenced. The cause of the safe state was unknown. The patient had an authorization in (B)(6) 2016 for replacement, but failed to schedule the appointment. The pump and event logs were received. It was indicated that elective replacement indicator (eri) occurred, reset occurred, reset occurred ¿ low battery, and pump in safe state alarms occurred on (B)(6) 2016 at 22:42. The estimated eri was 11 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.